Event description:
It was reported: "both leds faulty". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question (8404axc, c-mac video laryngoscope mac #3) was received by the manufacturing site in germany on 10-oct-2025 for investigation. Based on the primary defects identified during the technical inspection (worn adhesive points on the camera and dim led), it is concluded that the reported malfunction was caused by wear of the adhesive at the tip of the c mac blade. This wear most likely resulted from regular use and repeated reprocessing. As the adhesive degraded, fluid was able to enter the blade, affecting the internal electronics and ultimately leading to reduced light intensity. The instructions for use specify that a visual and functional inspection must be carried out before starting a procedure, which would have revealed that the device was no longer functioning properly and the fault could have been avoided. The investigation did not reveal any root cause related to the device design, labeling, or manufacturing process. All quality control measures were met, and no non-conformities were found in the manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).